Event description:
The probe had been functioning normally during 48 hours post implant. Further, values went down, up to 0.5 mmhg without possibility of an increase. A new probe was put in place and functioned as desired with a reading of 40mmhg.